Manufacturer narrative:
The lens remains implanted. However there is an indication that the lens might be removed in the future due to corneal transplant. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxt150 22.5 diopter intraocular lens (iol) in a male patient's right eye, the patient could not see light or count fingers after leaving the surgery room. Patient states having extremely poor outcome with the insertion of the toric symfony lens. He reported having little vision in the affected eye. All ranges of vision are distorted. During a follow-up visit the patient had concerns on why the procedure took longer than expected. During that he visit his physician stated that perhaps the lens had a sharp edge and may have torn the cornea and that the posterior capsule may be cloudy. The patient stated that his eye was not dilated prior to the surgery and that a mylar ring was used during the implantation of the lens. Patient still has no vision in the right eye, has headaches, increased pressure in the eye. The patient underwent a cornea transplant by a secondary physician in (B)(6). His primary physician placed him on isotonic fluid following the surgery and has been on beta-blockers. He has no depth perception which causes difficulty driving. This has resulted in two car accidents. Through follow-up it was learned that the pressure in his right eye is up to 32 and he cannot see anything from that eye. Furthermore, according to the patient's secondary physician, he stated the symfony was not the issue and is in good position. The patient is recovering from the corneal surgery from the corneal issue that occurred prior to the implantation of the lens. Even though it is not an iol issue, the iol may be part of a future exchange. The physician may also remove the symfony in the future due to the corneal transplant. He thinks that after a corneal transplant, a monofocal lens may provide a little better vision due to the irregularities of a donor cornea.

Manufacturer narrative:
Additional information was received and it was learnt that the lens was going to be explanted on (B)(6) 2017 and a new non-amo lens will be implanted. The patient believes that the ovd (ophthalmic viscosurgical device) was not completely removed from his eye when the lens was implanted. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information received reported the explant was performed on (B)(6) 2017 and the replacement lens was a non-amo lens. Reportedly, there has been very little improvement in vision, and the patient is continuing to work on the problem with the doctor. No additional information was provided. If explanted, give date: (B)(6) 2017. Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a lens case. The product was inspected using 12x magnification. It can be seen that the product is contaminated and some small scratches can seen. Also it can be seen that there is a deeper scratch on the posterior side in the center of the optic body and were most probably to make explant possible. Investigation of the return sample and the condition of the return sample do not suggest the scratches were introduced during manufacturing. The complaint cannot be confirmed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received via a letter from the FDA. The patient reports his vision has not improved. Removal of the lens is contemplated. Further information was received from the patient on 08/23/2017. Patient initially stated he has no vision in his right eye, but then stated he has limited vision in his right eye. No additional information was provided. Disability or permanent damage. All pertinent information available to abbott medical optics has been submitted.